Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had distorted image. The issue was found during sedation for therapeutic laser eneuclation of the prostate procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6. The customer contacted olympus technical assistance support (tac). Troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.